Event description:
It was reported via facility medwatch# (B)(4) that tip detachment occurred. The target lesion was located in the right radial artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the balloon was inflated with high pressure, the tip of the balloon broke off in the right radial artery. The patient had to go to the operating room for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Correction to b5 describe event or problem. It was initially reported that the target lesion was located in the right radial artery and the procedure was completed with a different device. The event was corrected. The target lesion is unknown and it was not indicated that the procedure was completed with a different device.

Event description:
It was reported via facility medwatch# (B)(4) that tip detachment occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the balloon was inflated with high pressure, the tip of the balloon broke off in the right radial artery. The patient had to go to the operating room for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an incomplete device return of an nc emerge balloon catheter with a non-bsc guidewire. The device was visually and microscopically examined. The guidewire was received inside the device without movement upon device return. It was not able to be removed without further damaging the device. There was blood and contrast in the manifold and inflation lumen. Just distal to the rapid port exchange (rpe) the shaft was stretched down for a length of 3mm. At 4.4cm distal to the rpe, there was a puncture hole in the inflation lumen due to the hypotube jetting out of the shaft. For a length of 19cm, distal from the stretched down shaft to the end of the device, the shaft was severely buckled which included both the guidewire lumen and the inflation lumen. There was a shaft separation at the end of the buckled shaft segment. The balloon, markerbands, and tip failed to return for analysis. The guidewire returned was frozen within the device due to the severe buckling of the guidewire lumen, and the stretched down shaft. There was damage to the guidewire coils as they were separated and not level. This damaged area on the guidewire could have also been were the balloon would have been positioned, however, this could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported via facility medwatch# (B)(4) that tip detachment occurred. The target lesion was located in the right radial artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, after the balloon was inflated with high pressure, the tip of the balloon broke off in the right radial artery. The patient had to go to the operating room for an open procedure to remove the broken piece of balloon. The broken tip was found using fluoroscopy and was easily removed. The procedure was completed with a different device. There were no patient complications reported. The event was corrected. The target lesion is unknown and it was not indicated that the procedure was completed with a different device.